Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Rupture: not observed. As per the investigation procedure observed wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b.1., d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported a right side exchange from textured to smooth implants due to the patient's concern with the product and rupture. Device has been explanted.

Event description:
Healthcare professional reported a right side exchange from textured to smooth implants due to the patient's concern with the product and rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.